Event description:
After the unprotected removal and replacement of three large amalgam mercury-containing fillings -and six more remaining in my mouth-, I started feeling progressively ill. I first experienced gastrointestinal problems with no identified cause, a chronic sore throat appeared too. I started feeling progressively weak and fatigued, until I reached a state of debilitating exhaustion. Next followed the neurological and cognitive problems: loss of control of fine finger movements -difficulty typing for example-, loss of short-term memory -cannot follow a simple task through-, speech problems, severe tension and burning in my head, strong heaviness or a "hangover" feeling without any alcohol or drug consumption, slowed comprehension and decreased mental activity. Emotional instability, including strong anger outbursts and irritability with no previous history of anger problems or irritability; depression.